Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device irregularities. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent breast surgery with a mentor memorygel 300 cc silicone prosthesis was found to have intraoperative implant shell irregularities (side not documented). During the implant case, the surgeon examined the device in the pocket and noted internal deformation and marked distortion, with no extracapsular rupture identified. The surgeon declined to use the deformed implant and placed a backup device; because the affected implant had been placed in the pocket and was therefore considered contaminated, it could not be returned under clinic sterilization policies. No adverse events were reported.